Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008 the patient stated that her infusion sets are leaking insulin at the luer connection while she is priming causing insulin to leak into the cartridge compartment. She stated that the infusion sets do not appear to be cracked. She stated that when she notices the leaking she changes the infusion tubing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.